Manufacturer narrative:
Medwatch field b7 other relevant history was updated. A new sample was alleged to be discrepant: sample 2 ((B)(6)2026). The initial result was 0.102 coi (reactive). The repeat result was 1.00 coi (reactive). The same sample was repeated with the vidas method, and the result was 1.9 coi (negative). (Criteria: < 1 positive; 1¿1.4 equivocal/doubtful; > 1.4 negative). The negative result was deemed correct. Additional patient 2 results: ahbe: 1.61 coi non-reactive. A-hbs2: 2.00 miu/ml (data flag). Ahcv2: 0.0379 coi non-reactive. Hbeag: 0.0751 coi non-reactive (data flag). Hbsag 2: 0.498 coi. Hivduo: 0.241 coi non-reactive.

Event description:
There was an allegation of a questionable elecsys anti-hbc ii assay result for a patient sample tested on the cobas e 402 analytical unit. The initial result was 0.145 coi (reactive). On (B)(6) 2026, the sample was repeated with the vidas method, and the result was 1.54* and 1.68*(negative). No unit of measurement was provided.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Calibration and qc area acceptable. Sample material was requested for investigation.